Event description:
It was reported that during a mid right coronary artery stenting procedure, a perforation occurred with an unknown device. The first jostent graftmaster was placed at uncertain location and perforation persisted post implantation. The second jostent graftmaster was placed and covered the perforation. There was no reported adverse patient sequela reported related to the graftmaster stenting. There was no additional information provided.

Manufacturer narrative:
(B)(4). The promus stents are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. Hemorrhage is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently serious and emergent use of the graftmaster device, the leak itself and/or the failure to treat the leak may have possibly resulted in cascade of patient effects such as hemorrhages and additional treatments; however, their relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient was treated for a chronic symptomatic coronary perforation. During the procedure on (B)(6) 2011, revasularization was performed in the mid right coronary artery (mrca) for 50% instent restenosis in two promus stents. Post procedure stenosis was 0% residual and normal flow in the mrca. There was no additional information provided.